Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The other two proglide devices are filed under separate medwatch report numbers.

Event description:
It was reported that suture placement with three proglide devices were attempted bilaterally in common femoral arteries via 7fr sheath using the preclose technique prior to an interventional procedure. Reportedly, a suture break occurred with the three proglide devices. The procedure was completed and manual arterial compression was applied to both common femoral arteries to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.